Event description:
It was reported that the patient presented to the emergency room with collapse. Upon interrogation, it was noted hat the implantable cardioverter defibrillator has logged pre magnetic resonance imaging(MRI) capacitor check as high voltage therapy. No interventions were performed. There were no patient consequences.

Manufacturer narrative:
Correction: b1, b2, h1 - the regulatory report type should of been serious injury rather than malfunction.